Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the cassette is missing two transducer membranes. Functional evaluation revealed that the device would leak fluids due to the missing transducer membranes. The complaint has been confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the manufacturing process shows that an assembly step was not performed. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a clinical investigation concluded that based on the limited information provided the root cause of the anchor breakage could not be determined. The anchor is implantable, so biocompatibility is not an issue. Since it is unknown if any fragments were retained, the patient impact beyond local irritation/discomfort, and/or migration could not be determined. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the bioraptor knotless suture anchor broke. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.